Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 221 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned